Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Part number: 03.632.036, lot number: 6972476: release to warehouse date: november 6, 2012. Manufacturing site is synthes (B)(4) and supplied by (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the tip of the retaining sleeve broke off during surgery; all broken off pieces were removed from the patient. Another matrix retaining sleeve instead. The surgery was not prolonged and the patient outcome was as expected; there was no patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the returned matrix holding sleeve-long (part 03.632.036 / lot 6972476) was examined upon receipt and the complaint condition was able to be confirmed as the distal tip was found to be broken and missing a segment. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. The matrix holding sleeve-long is one of ten (10) holdings sleeves for the matrix spine system utilized during screw insertion. The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative, and matrix ¿ mis. Once the holding sleeve is engaged with the driver shaft it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. The returned instrument was examined and the complaint condition was able to be confirmed as the threaded tip was found to be broken and missing a segment (approximately 6mm x 4mm). The relevant drawings for the returned instrument were reviewed: top-level and inner shaft. A design change was implemented to address the failure mode of the thread tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter; the returned instrument was manufactured after these changes were applied. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.